Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo revision procedure wherein ipg will be replaced.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo revision procedure wherein ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.